Event description:
It was reported that a small volume intermate leaked into its housing. The device was filled with 0.9% sodium chloride. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 4, 2013 to november 5, 2013. The affected device was received for evaluation. Visual inspection of the device did identify a leak in the housing of the device. Upon further inspection, the cause was determined to be due to a missing film-wrap. The reported condition was verified through testing evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.